Manufacturer narrative:
Concomitant medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and failed back syndrome-other. It was reported that the physician did not get the patient in on time for a refill on (B)(6) 2012 and the patient went until (B)(6) 2012 until their appointment. The physician aspirated 0.5 ml from the pump and told the patient it was a good thing they came in when they did because if it was any longer the pump would have "seized up". The reporter clarified that the pump had not seized up. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.